Event description:
Nurse reported that the customer was hospitalized for high blood glucose. High pressure test did not pass due to split on tubing. Instructed to disconnect return pump and resort to manual injections.